Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "cutter not working" (failure to cut). A customer reported during a vitrectomy procedure, the probe would not cut the vitreous even after changing the parameters. The probe used was new and had primed with no problems. The probe was switched out and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).